Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4) when compared to the dade innovin method at the laboratory. The customer used 2 different strip lots with his meter: 12415722 and 14457721. This medwatch will cover test strip lot 14457721. Refer to medwatch with patient identifier (B)(6) for information on strip lot 12415722. The customer initially tested at 9:00 a.m. On his meter using test strip lot 12415722 and received a result of >8.0 inr. At 11:00 a.m. The customer was tested at the laboratory using the dade innovin method and the result was 5.4 inr. At 3:15 p.m. The customer tested on his meter using strip lot 14457721 and received a result of >8.0 inr. The customer used different fingers for the meter tests. The customer stated he used alcohol for the 1st meter test and his finger may not have been completely dry prior to the finger stick. The customer doesn¿t know which result is correct. He reported a result of >8.0 inr to his healthcare provider. The customer last took 10mg of coumadin at 9:00 p.m. On (B)(6) 2016 as normal. The customer¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. The customer feels ok. The customer is not anemic and takes no heparin or direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has recently started taken prednisone and meloxicam so inr results were expected to be higher than normal. The meter and test strips were requested for investigation. Replacements were sent.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 42%. Donor #2 hct: 47%. Donor #1 master lot: 2.4 inr. Donor #1 customer meter and master lot: 2.4 inr. Donor #2 master lot: 3.8 inr. Donor #2 customer meter and master lot: 3.7 inr. Relevant retention test strips (lot 144577-21 ) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.